Manufacturer narrative:
H10: h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection observed damage to the plastics around power plug. Functional evaluation revealed the unit does not power on. Upon opening the power fuse box it was noticed that there were signs of previous opening and found a fuse installed incorrectly, after returning fuse to proper position the power turned on for about 1 second and then caused a power surge to the workstation. After this there was no power again. The unit was opened and found no issues. The complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the identified malfunction, include a defective power supply or power entry module or a blown fuse. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the controller had no power. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.